Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported there was a malfunction of the oxygen sensor. Patient involvement information was not provided by the customer. The third party evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self-testing.